Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. The adverse reaction section of the IFU lists fistula formation and adhesions as possible complications. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the maude event report did not include contact information for the complainant; as such no attempts can be made to request additional information. Based on the information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event report (mw 5069089): "in 2008 I had a ventral hernia repair performed using a bard composix kugel hernia patch, oval, p/n: 0010206, lot number: hure1011. For the first couple of years I had no problems, but in 2010 I started to have abdominal pain and bowel issues. Since 2010 I have experienced many episodes of abdominal pain and bowel issues. In 2014 and 2015 the episodes of abdominal pain and bowel issues became continuous. On 2015, I was not feeling well again so I went to the doctor who sent me to the hospital. After a sonogram I was admitted to the hospital with a possible abscess or herniated loop at the bowel through the hernia repair site. On 2015 an emergency surgery was performed to discover the abdominal abscess. The surgery showed an infected abdominal mesh which had to be removed. The polypropylene mesh component had come in contact with the bowel causing injuries to the bowel. This mesh had become part of and grown into some of my other organs. When the mesh was removed, it caused an intestinal fistula. I was informed by bard/devol (davol )that this particular mesh lot number combination was a re-design version and not part of the recall. With that being said I am very concerned that other people who have had surgeries using this mesh product could be experiencing health issues with the mesh attaching to their livers or intestines as it did to me. I felt that it was my responsibility to share this information with the FDA so it could become record in case someone else has the same problem or worse. I wish I could have attached pictures."